Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked reservoir tube, reservoir tube lip, cracked reservoir tube window, battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
The customer reported that the insulin pump had physical damage. Customer stated there was a crack, chip and missing parts. Customer stated that she is runner and it must have worn out. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.